Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/22/2014 with the following findings: unable to duplicate customer complaint. On (B)(6) 2014, pump recorded in black box three¿loss of prime¿ warnings due to non-zero low force readings. Exercised pump for 24 hours at 1 unit/hour with no ¿loss of prime¿ warnings or other alarms. Checked force sensor calibration, pump was found to be within specification. Unrelated to the complaint. Battery compartment is cracked. The crack runs between the case seal and the grip.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.